Event description:
Customer reported that his doctor told him to get the insulin pump replaced due to no delivery alarms. The blood glucose reading was 206 mg/dl. Customer was unable to troubleshoot the no delivery alarm as it was a past event and resolved by a complete set change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.